Manufacturer narrative:
Analysis of the ipg found the increase in the surface temperature of the ipg after stimulation was turned on for 18 hours was within specification. The ipg exhibited normal device characteristics. The root cause of the reported event could not be determined.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain and a burning sensation at the ipg site. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.